Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the snare loop would not extend from the sheath, and it was noted that the sheath had separated from the handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare had detached from the handle; no other damage was noted. The handle was disassembled in order to review the rotation fixture, however, no resistance was encountered when the device was actuated. The condition of the returned device was consistent with the complaint that the loop could not be extended and the sheath was detached; the complaint was confirmed. The detached flare prevented device actuation, but the specific root cause of this failure could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the snare loop would not extend from the sheath, and it was noted that the sheath had separated from the handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.